Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) to report that the user guide that came in her onetouch ultramini kit was in (B)(4). The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient informed the mss that she received the new meter kit three days prior to contacting lfs and immediately noticed the literature was in spanish. The patient stated the meter was new to her and as a result of the user's guide being in the incorrect language she did not known how to use the meter to test her blood glucose. The patient stated, she did not have any other meter available to test her blood glucose at that time. The patient informed the mss that she manages her diabetes with humulin n and humalog based on a sliding scale. Because, she was unable to test her blood glucose with the lfs meter, the patient stated, she estimated how much insulin to give herself. Approximately a couple of days after receiving the meter kit, the patient stated, she became sweaty, a symptom she associated with a low blood glucose. In response to the symptom, the patient reported that she ate something and felt better afterwards. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after having received literature in the incorrect language.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.